Event description:
Pt received heparin 10 unit/ml prefilled syringes for line care. Small amount of white precipitate or powder noted near plunger. When plunger moved, powder suspended in heparin solution. Dates of use: 2007. Diagnosis: flush for line care.